Event description:
A report was received stating that a pt had a pocket revision due to discomfort with the pocket placement. During the revision, the ipg was explanted due to possible infection. A new ipg was implanted in a more comfortable position. The pt is reportedly doing well.